Manufacturer narrative:
The patient was reported to be over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. The reported event of stent migrated. The complainant indicated that the device was passed by the patient and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix double pigtail biliary stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct. According to the complainant, the stent was originally placed successfully, however sometime later after the procedure, the patient developed symptoms again such as pain. It was unknown how long the stent had been in place when symptoms recurred. During a stent replacement procedure the physician noted that the original stent was no longer in place. There was no damage to the patient anatomy due to the migrated stent and the physician assumed the stent had been passed. Another stent was placed to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be fine.